Event description:
It was reported the circulated items were inspected and the sterile packaging was identified to be damaged. There was no patient involvement.

Manufacturer narrative:
(B)(4). D10: 51-106140 tprlc 133 mp type1 pps so 14.0 (B)(6). 51-103130 tprlc 133 t1 pps so 13x146mmtp (B)(6). 51-145160 tprlc xr mp t1 pps 16x117mm (B)(6). 51-104130 tprlc 133 t1 pps ho 13x146mm (B)(6). 51-104150 tprlc 133 t1 pps ho 15x150mm (B)(6). 51-104170 tprlc 133 t1 pps ho 17x154mm (B)(6). 51-101050 tprlc 133 fp type1 pps ho 5.0 (B)(6). 51-107160 tprlc 133 mp type1 pps ho 16.0 (B)(6). 51-104170 tprlc 133 t1 pps ho 17x154mm (B)(6). 51-106150 tprlc 133 mp type1 pps so 15.0 (B)(6). 51-100040 tprlc 133 fp type1 pps so 4.0 (B)(6). 51-103170 tprlc 133 t1 pps so 17x154mm (B)(6). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6, h10 visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has not been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.